Event description:
Customer reported a physicists discrepancy; physicist discrepancy - not passing mag 1 mode for fid. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the image tube sizing and collimation to within specifications. System operates as intended.